Event description:
The customer reported there was no live image on the left monitor. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the monitor. The system operates as intended.